Event description:
An endurant ii bifurcate stent graft was implanted during an endovascular procedure for the urgent treatment due to an impending rupture of an abdominal aortic aneurysm . It was reported during the index procedure, that there was tortuosity but the neck was longer  so the flow divider portion of the stent graft was scheduled to be adjusted so that it could be placed in the aneurysm, however, when the device was deployed, the flow divider was deployed in the tortuosity part of the area where the aneurysm occurred, and the contralateral side leg was also tortuous, so it was placed in such a way that seemed to be collapsed . The physician tried to cannulate from the contralateral side, the physician could select up to the gate but it did not advance beyond the flow divider that had collapsed at the tortuous region. The physician attempted hang the wire or change the catheter or microwire from the same side or the upper arm, but it did not go up. Contrast imaging from the same side revealed no contrast agent beyond the tortuosity, so it was completely blocked ending cannulation, the physician places the 16 mm end of the endurant ipsilateral end with a non-mdt main body device. Both sides were implanted with non-mdt limbs. The proximal end of endurant was implanted with non-mdt cuffs, and the procedure was completed by forming an aui. As per the physician the cause of the event was due to user error stating that the lowering of the device's flow divider was not correct and the contralateral side leg was more suited to the non-tortuosity side. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evualation summary: the reported stent graft blockage was confirmed on the films provided; however, the cause of the event could not be assessed. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is considered that the user error noted in placement of the device was related to the events observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.